Manufacturer narrative:
Additional information: name of the facility this issue occurred at provided. The system was returned to the manufacturer for testing. Testing revealed that the mobile view station (mvs) computer was replaced, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The mvs computer was returned to the manufacturer for analysis. Analysis found that the mvs server failed bench testing. It powered on but no video output was detected. There was a rattling screw in the system. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this issue occurred on the final day of evaluation. Further troubleshooting was not possible and the system had to be crated and shipped out.

Manufacturer narrative:
Facility where this issue occurred is unknown at the time of filing. This is a demonstration unit and the issue was reported by a clinical specialist. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that with a demo unit, when powering on, the mobile view station (mvs) monitor remained black and the pendant was showing that it was waiting to initialize with the pendant. The front of the pendant showed the green in line power being illuminated. There was no patient present when this issue was identified.